Event description:
It was reported that at 7 days post-op, pt presented and was dx with fracture of the femoral shaft (large fragment of lesser troch and medial shaft), which resulted in a revision to a fully coated stem.